Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a pod packing coil (podj) was contaminated when the hospital circulator inadvertently touched the podj upon opening the packaging. The reported issue to the podj was found prior to use. Therefore, the podj was not used in the procedure. The procedure was completed using a ruby coil.